Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the catalys laser system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during the operating room (or) portion of the third case, after the intraocular lens (iol) was being rotated into position to the toric alignment marks, the doctor noted zonular dehiscence with vitreous prolapsing into the anterior chamber. An anterior vitrectomy was performed and the corneal wound was closed without difficulty. The doctor provided that the anterior vitrectomy was due to the patient¿s anatomy and was not related to the femto portion of the procedure.

Manufacturer narrative:
Section b2: outcomes attributed to adverse event : this section was inadvertently left blank upon filing the initial report on jan 13, 2021. The section is now checked to reflect selection ''required intervention to prevent permanent impairment/damage (devices)''. Section h6: medical device problem code : the initial report provided code 3191 for this section; however, code 2993 is a more appropriate code since there was no device problem reported by the customer or found during investigation. This section has been updated to reflect selection 2993. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.